Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed and attributed to the lcd display cable that was not properly seated. The lcd display cable was reseated to correct the reported problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complaintant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.